Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18051903 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) did not deploy correctly. Hemostasis was achieved with manual compression and a compression bandage. There was an unspecified injury reported. The patient was on bedrest for 24 hours. Additional information was requested but not provided. The device is not being returned for evaluation as previously expected.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) did not deploy correctly. Hemostasis was achieved with manual compression and a compression bandage. There was an unspecified injury reported. The patient was on bedrest for 24 hours. Additional information was requested but not provided. The product was not returned for analysis. A product history record (phr) review of lot 18051903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty - in-patient¿ and ¿injury¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the limited information provided, it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis, suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) did not deploy correctly. Hemostasis was achieved with manual compression and a compression bandage. There was an unspecified injury reported. The patient was on bedrest for 24 hours. Additional information was requested but not provided. The device was received for analysis. Per visual inspection of the 5f exoseal vcd received, the deployment lever was fully depressed; the indicator window was received in black/white/red color; the plug was fully deployed and not included in the shipment; the cowling guard was received unlocked; the back bleed port was at the deployed position; the indicator wire was retracted; and the device was saturated with blood. No other outstanding details were noted. Functional analysis was not performed since the received device was fully deployed. The device case was opened, and the internal mechanisms were inspected with a vision system to magnify the image. The internal mechanisms were assembled correctly, and no anomalies were observed. A product history record (phr) review of lot 18051903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd) deployment difficulty in patient¿ was not confirmed through analysis of the returned device since it was received fully deployed. The exact cause of the issue experienced could not be determined. Additionally, it was reported that an unspecified injury occurred. A vascular injury is a known potential adverse event associated in procedures in which the exoseal vcd is used and is listed in the instructions for use (IFU) as such. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the deployment issue and the unspecified injury reported. However, procedural/handling factors are highly likely. Furthermore, it is unknown if the injury experienced was related to the exoseal vcd. Injuries can occur in any procedure in which multiple devices are introduced into the patient, such as during introduction of the vascular access device, stiff guidewires, balloons, catheters, and any treatment devices. Without further information, a conclusion cannot be determined. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, users are warned to ¿not use the exoseal vcd if the device appears damaged or defective in any way.¿ it cautions, ¿serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. Avoid the use of exoseal vcd in patients with arteriotomies created in areas of calcified plaque or in vessels with diameters < 5 mm. With antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited. The exoseal vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal closure device training program.¿ neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.